Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "silicone was leaking" and "breast pain." This record is for the left side. The device remains implanted.

Manufacturer narrative:
The device has been explanted. There was no rupture and device was intact. The implant was simply lying in the chest and had not grown together with the tissue. Unreporting the previously reported event of rupture since device was found intact upon explant. Additional, changed, and/or corrected data: b5, d.6b, h6.

Event description:
The device has been explanted. There was no rupture and device was intact. The implant was simply lying in the chest and had not grown together with the tissue. Unreporting the previously reported event of rupture since device was found intact upon explant.